Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following" desire and intent to remove implants due to fear of alcl, to reduce risk of alcl, and due to symptoms of fear of and consistent with alcl including: mental anguish and fear of alcl, increased risk of alcl, tissue damage, rippling, itching, pain, swelling, contracture, seroma, asymmetry, anxiety, chronic headache. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Plaintiff has not been diagnosed with bia-alcl." The following reported events have been deemed not related to the device: weight gain, ulcer, aggravation of underlying conditions, and other physical and emotional manifestations that are severe and ongoing. Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade unknown.